Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes is loosing suction during use. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are loosing suction."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes is losing suction during use. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are losing suction.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.